Event description:
It was reported on (B)(6) 2021, four (4) unknown screws were pulled out from the proximal femur plate and an unknown number of unknown screws were pulled out from unknown tibial t-plate for total knee procedure. The procedure was successfully completed. There was no patient consequence reported. No further information provided. This report is for one (1) 4.5mm lcp proximal femur plate 6 holes/211mm-left this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.